Event description:
The customer reported iris stuck error. No patient injury reported.

Manufacturer narrative:
The service rep repaired open wire to iris motor. Checked operation. System operating as intended.